Manufacturer narrative:
Device passed self test. However, device received with pump error 38 during rewind due to corroded motor home switch.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump alarmed with no motor movement or negligible movement. Retries to free a stuck motor failed. The customer's blood glucose level was 270 mg/dl at the time of the incident. The insulin pump was not bumped or dropped. The insulin pump had no occlusion of set and site issues or motor issues. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.